Event description:
During product evaluation at baxter, it was discovered in the event history that failure code 568:320:654:0000 occurred once during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 5.09.90 which is categorized as remediated.

Manufacturer narrative:
(B)(4). The assignable cause is that the uim pcb (user interface module printed circuit board) was defective. The uim pcb was replaced.a follow-up medwatch report will be submitted if additional information becomes available.